Event description:
It was reported by the affilate that during a rectum procedure, the device cut but did not staple. Procedure was extended by more than an hour to perform a rectal resection. The patient's recovery was not affected by the extended operating time.